Event description:
It was reported that pump screen was dark and would not turn on, and although screen eventually turned on, button remained extremely difficult to press and often required multiple presses. There was no reported adverse impact to the customer¿s blood glucose level. Customer removed pump from case with support, followed instructions to press button correctly, and agreed to let battery fully deplete before returning pump, while planning to contact healthcare provider about backup therapy; technical support confirmed warranty and shipping details, arranged replacement pump, instructed customer to re-enter pump settings and reconnect continuous glucose monitor on replacement, and requested return of problematic pump using prepaid label within 10 days.